Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during an attempt to place epidural catheter, catheter was noted to have sheared approximately 1/2 to 3/4 cm. The catheter piece was reported to have been presumably retained in the patient, however it was not visualized according to MRI report. No adverse health outcome resulted from this event.